Event description:
It was reported that balloon rupture occurred. A 6.00mm / 2.0cm / 50cm peripheral cutting balloon was selected for use. During preparation, when unpacked, it was noted that the balloon already ruptured. The procedure was completed with another of the same device. No patient complications were reported.